Event description:
Information was received indicating that during use of this smiths medical cadd legacy plus pump, the pump exhibited no disposable clamp tubing alarm" with ?air in tubing". No patient injury reported.